Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited noise, oversensing, pacing inhibition and asystole of greater than two seconds, during isometrics testing. A revision procedure is going to be scheduled in the future. The lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition and asystole of greater than two seconds, during isometrics testing. A revision procedure is going to be scheduled in the future. The lead remains in service at this time. No adverse patient effects were reported. Additional information was received that the rv lead was surgically abandoned due to loss of capture, and replaced with a new rv lead. No additional adverse patient effects were reported.